Event description:
It was reported that cgm displayed malfunction alarm with error indication. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance for complete pump reset, successfully performed reset, error did not recur, and customer successfully started new sensor session.